Manufacturer narrative:
This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020, the patient underwent for a surgery. During the surgery, when screwing down screw the tip of t20 short driver broke off and stuck in head of screw. Also, torque driver burred at tip. Unable remove tip of screw. The surgery completed successfully without delay. There were no patient consequences. This complaint involves three (3) devices. This report is for (1) unknown screws. This report is 3 of 3 for (B)(4).